Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. There was extensive contamination on the j702 trunk cable connector and distribution node (dn) pca. The cause of the failure and the reported messages was the contamination. The root cause of the contamination was ingress of unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.